Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The certifier was zeroed and re-test with no change. The customer was advised to replace the air/o2 flow sensor assembly. Part was provided to the customer. Failure analysis of the returned part indicates: root cause failure determined to be fault in u1 of airflow subsystem. The product failed to meet specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator oxygen (o2) flow accuracy failed at 10 liters per minute (lpm) set point. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.